Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: the reported complaint was able to be confirmed and duplicated. Pt801 and pt802 has recorded faults in the event log. The combination of xdcr faults at power-up for pt801 and pt802 with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer fault during set-up prior to patient use. The events log recorded "xdcr fault occurred". The transducer cal and test all passed. Customer advised there was no patient involvement in the reported event.